Event description:
It was reported that a spectrum iq infusion pump turned off during programming/setup in the pharmacy department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "battery show on display charging but turn off" was not reproduced. The unit was connected to the ac power source, and it showed battery alert on the display. During evaluation the wireless battery module was found damaged. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as defective wireless battery module. The cause of the condition was the defective wireless battery module which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.